Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images not available. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies aneurysm perforation or rupture and neurologic deficits as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure using a web device, the right mca aneurysm ruptured while the physician was attempting to deploy the web device. The web device was removed from the patient and an external ventricular drainage (evd) was placed and coils were used to treat the rupture. Reportedly, the web size was appropriate for aneurysm. The patient is having left sided deficits and has pretty sizeable tract hemorrhage from the evd implanted.